Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. Upon interrogation, it was noted that the right ventricular - rv lead exhibited increased pacing impedance and increased capture threshold. A computerized tomography scan was performed and cardiac perforation was found. A pericardial window procedure was performed and the rv lead was explanted and replaced. The patient was in stable condition during and after the procedure.